Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown.

Event description:
It was reported the device was not inflating. No patient injury was reported.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Per visual inspection, bent front panel at the top right corner. The relief pressure knob was misaligned. Per functional testing, performed "peep" functional testing then cycled the device without a test lung. The device was inflating the test lung. It was continuously pressurizing; the flow did not stop. The complaint was not confirmed. A suspected root cause was not determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. This issue will be monitored, and further actions taken accordingly., corrected data: h6. Health effects - clinical signs and symptoms or conditions, corrected.